Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during a meniscal repair procedure, the t2 implant pre-deployed. T1 was successfully removed. A backup device was used to complete the procedure. No patient injury or complications were reported.